Event description:
Hosp reports that unit would not allow infant to exhale. Oxygen saturation decompensated. Infant removed from unit manually ventilated. Bilateral chest tubes inserted to relieve pneumothorax. Air transported to regional neonatal intensive care unit. Pt currently listed as "critical".